Manufacturer narrative:
Investigation/conclusion: the monitor and unused testing strips associated with the complaint was returned for investigation. Functional and thermistor testing were performed on the returned monitor with passing results. The customer's complaint was not confirmed during in-house testing. Returned and retain strips were tested on the returned monitor and met accuracy criteria. A review of the entire in-house testing history for strip lot 371283a was conducted. In-house testing on the reported strip lot met release criteria. The manufacturing records for the lot were reviewed and the lot met release specifications. A statistical analysis of the impedance curve associated with the customer's discrepant result determined that the curve exhibited a normal slope change. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
A telephone call was received on (B)(6) 2016 reporting a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2016, inratio inr: >7.5, laboratory inr: 2.5. Therapeutic range: unknown. The time between testing was within one (1) hour. There was no reported adverse patient sequela. There was no additional information provided.